Event description:
Pt contacted (B)(4) to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time.

Event description:
Legal papers allege, asr hip system became unstable because of edge loading and vertical alignment of the cup causing revision, presence of microscopic ions of chromium cobalt and other heavy metals. It is further alleged patient suffered physical injuries and injuries to patients nervous system causing great pain and suffering.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Update: (B)(6) 2013. Litigation papers received. Litigation alleges defects in all components, including the stem and sleeve which caused inflammation at the site of implantation, physical injury, injuries to the nervous system and elevated metal ion levels.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search and/or a review of device history records were not provided as the necessary product/lot code combination was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4) . Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.